Event description:
Pt required re-treatment for a recurrent peri-callosal artery aneurysm. The physician used a 6f cordis sheath and a 5f jb2 catheter to select the left carotid artery. He then put a terumo guide wire up and took out the jb2 catheter. The guide wire was used to place the neuron. Runs from the left internal carotid showed poor aneurysm opacification so he selected the right carotid instead. As he pulled the neuron down (approximately 70 cm of neuron was out of the sheath) he heard an audible crack sound. He also noticed that the tip of the neuron was too high up in the aorta for how much of the catheter was left in the pt. The doctor then noticed unraveled wire in the sheath. He put up a goose-necked snare and changed the sheath to an 8f sheath in order to fit all of the needed devices up. He went up to snare the 053 tip and pulled it back down. He grabbed a soft part of the catheter which came down into the sheath but the stiffer part of the catheter moved between the sheath and the wall of the femoral artery. The wire snapped and the pt was sent to surgery to remove the remaining part of the catheter from the femoral artery. The pt was reported to be fine neurologically and recovering from the extra surgery but later returned with a large pulmonary embolus.

Manufacturer narrative:
Technical evaluation: the unit was returned in three pieces; the first section showed a clean break 98.5 cm from the lure hub shaft joint. Examination of the break site showed wire protruding from the catheter and an unwound length of approximately 6 cm. The second section measured 18 cm in length and showed evidence of stretching 12 cm from the proximal break. Four cm from the proximal break was a color transition and the stretch point there were 4 single axis bends. The proximal end showed the coil wire broken, but still inside the catheter while the distal 6 cm of this section had all the wire unwound from it. The third section was 1.5 cm in length and included the marker band. There was an ovalization between 0.6 and a flattening before the break at 1.5 cm from the distal tip. The incident was confirmed as reported. The primary incident appeared to be the fracture between sections one and two. A DHR of this manufacturing lot has been reviewed and a copy is attached. A review of the device history record (DHR) was completed on part # (B)(4) (lot # l14748). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement. This lot was associated with (B)(4). This ncr mandates 100% inspection for the "twisted/serpentine" coil flaw. These instructions became a permanent part of our process under (B)(4). This ncr has no bearing on the observed failure.